Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. The right ventricular (rv) pacing impedance measurements had also increased. There was no noise observed. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the impedance measurements had returned to normal ranges. No action was taken and the patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.